Event description:
The customer reported that results for a single patient sample processed on a vitros 5, 1 fs chemistry system were associated with the incorrect patient name. The incorrect results were reported out of the laboratory. A corrected report was issued. There was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
The investigation determined that the vitros 5,1 fs operated as expected. The customer entered the incorrect patient name when manually programming sample (B) (4) to be processed for vitros alb and amyl. The root cause of this event is user error.